Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that it is unclear whether the consumer control solution tests for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that he transfers test strips from one vial to another vial, which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and the vial of the transferred test strips in question will be returned for evaluation.